Event description:
It was reported that the wake button was not working. Additionally, customer reported a low blood glucose (bg) level that was 42 mg/dl. Cause of low bg was not known. Customer required assistance from emergency medical technicians to address low bg (specific actions to address low bg were not provided). Reportedly, customer continued to use the pump for insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue could not be verified. The information will be used for tracking and trending purposes.